Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reamers were "extremely dull" and should be replaced during the surgery. The modified hudson adaptor was wether stripped or the proximal end of the reamers are stripped. It would not maintain engagement with the adaptor under the pressure created by reaming the canal. Had to switch to a chuck to complete reaming.

Manufacturer narrative:
Examination of the submitted device confirmed deformation and wear. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.